Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA (B)(4). H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, before anesthesia, tested the catheter cuff of the nerve monitoring endotracheal tube catheter, and injected air with a syringe. It was found that after the cuff was inflated, the cuff automatically shrank, which should be air le akage. Immediately replaced with new endotracheal tube. Procedure performed was surgical resection of the thyroid nodule. There was surgical delay of 15 minutes. No patient impact.